Event description:
The plaintiff, alleged that while working as a registered nurse, plaintiff wore and continuously exposed to antigenic natural latex proteins in latex gloves. Plaintiff alleged that in 1998, at a certain hospital, plaintiff was diagnosed as being allergic to latex. Plaintiff also alleged that as a result of the exposure to gloves, plaintiff has become sensitized to latex and is now subjected to increased health risks and may no longer work in any medical or healthcare type facility including hospitals, clinics, or private practice offices. Plaintiff is subject in the future to one or more anaphylactic reactions to latex products. Furthermore plaintiff has suffered substantial injury, pain and suffering as well as economic loss. Finally plaintiff alleged that plaintiff has been caused to suffer severe mental suffering and emotional distress as well as physical suffering.